Event description:
An eye care professional reported that a pt was treated by a general practitioner for ocular inflammation in both eyes after one month's use of solo-care aquify lens care solution, and wear of non-ciba vision contact lenses. Treatment consisted of polysporin drops, 2 to 4 x day for 5 to 7 days and oftan dexa-chlora ointment at night. The pt reported the inflammation recurred three times within 1.5 months and was further treated with oftan akvakol and oftan chlora. F/u information rec'd on (B)(6) 2010 that event resolved. F/u information rec'd (B)(6) 2010 from the pt. Medical records indicate that there was eye infection in her family at her initial visit dated (B)(6) 2010. The signs had started a week prior. Lots of mucus. Vision good. Noticeable conjunctival pericorneal redness, later in inferior cornea area, right eye < left eye. (B)(6), 2010 visit states sharp left eye pain of less than a minute duration when going from dark to light conditions, but only at night. No symptoms during the day. Right eye no symptoms. No further information has been provided.

Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a f/u medwatch will be filed. (B)(4).